Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative (rep) found the system coming into 2d when they arrived. They tested by reboot several times and each time after approximately 1.5 - 2 minutes after the application came up the imaging acquisition system (ias) went to 2d which was noted as normal. The rep reseated connections, and network connection on the back of the mobile viewing station (mvs) pc as a precaution. They then rebooted the mvs multiple times and it worked correctly each time. It was noted that unless the rep could have the symptoms occur more frequently the symptoms maybe difficult to troubleshoot. The rep pulled umbilical cable 5 times and reconnected without issue. It was noted that the problem occurred after wheeling the mvs down the hall with it on. The rep explained to site staff that the windows needs to be rebooted sometimes and it is important that the system is rebooted before a case. The rep also observed the system was being left on all day and recommended that the ias be turned of if futures cases were more 3 hours away. B01 c19 and d15 apply to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that during a case, the system wouldn't boot out of standalone mode. Had them reboot with the umbilical disconnected and issue persisted. The use of medtronic navigation and imaging were aborted. There was a delay of less than one hour and no impact on patient outcome.